Event description:
It was reported that a large volume infusor had over-infused. This occurred during a patient infusion of 195 ml of 0.9% sodium chloride and 25 ml of fluorouracil. The reporter stated that the solution completely infused after 7 hours instead of the expected 22 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufacture between may 31, 2013 - june 3, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.